Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the internal pin was collapsed. Also, evaluation found the battery was depleted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the pin inside the video connector of the visera elite video system center was crushed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Updated fields: h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector. However, the specific cause of the damaged video connector was not established at this time. Olympus will continue to monitor field performance for this device.